Event description:
In 2006, a physician successfully completed an arteriotomy closure with the perclose at. Twenty three days later, the pt returned complaining of groin pain. A biopsy was taken and the pt was diagnosed with staphylococcus aurous. A surgical resection of the area was performed. The pt's current condition is unknown.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.